Manufacturer narrative:
Pending investigation.

Event description:
As reported, during an initial implant surgery, the surgeon was putting the screws in the baseplate and when he torqued on the 4.5 x 38 screw, the top of the screw broke off. He thought it was due to the very hard bone and grip he was able to get with the threads. Because it was just the head that broke off and all of the other screws were down and well fixed, he left the broken portion of the screw in place. He did add another screw so that he had 3 screws holding down the baseplate. He also decided to put the locking cap over the screw that had the head break off. No fragments, parts or pieces fell into the patient wound site, all were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Please disregard initial report. After further review it was determined that the patient did not experience a serious injury and this event is not reportable.